Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there were eight (8) devices discovered to have a malfunction. There were five (5) small hexagonal screwdrivers stripped, two (2) cannulated hexagonal screwdrivers had a broken tip, and one (1) stardrive screwdriver had a cracked handle. It is unknown when the issue was observed. There was no patient and procedure involved. This report is for one (1) small hexagonal screwdriver long. This is report 4 of 7 for complaint (B)(4).

Event description:
This is report 5 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 314.570. Lot: 9920798. Manufacturing site: ha.gendorf. Release to warehouse date: 26.jul.2016. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: damage - visual (appearance not as expected). Visual inspection: the small hexagonal pelvic screwdriver (part: 314.570, lot: 9920798, mfg: 26.jul.2016) was inspected at us cq. Upon visual inspection, it was observed that the distal tip of the small hexagonal pelvic screwdriver¿s shaft was worn and rounded/stripped. No new malfunctions have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of the small hexagonal pelvic screwdriver. Document/specification review: the following drawing(s) was reviewed; small hexagonal pelvic screwdriver and screwdriver blade. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is confirmed. A definitive root cause could not be determined. However, it is possible that the device with consistent use and possible rough handling of the device could have led to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.